Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra link meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) followed up with the patient. The patient reported that the alleged error message first occurred on (B)(6) 2016, 04:00pm but has been an ongoing issue. The patient manages her diabetes with insulin pump therapy and stated that on (B)(6) 2016 at 1pm she continued with her usual diabetes management routine as a result of the alleged product issue. The patient stated that some hours later she developed symptoms of cold sweats which she associated with a hypoglycaemic event. She detailed that at (B)(6) 2016, 5:15pm, she obtained a blood glucose reading of 26mg/dl on an emergency medical service ems meter and was treated by a health care professional (hcp) with a glucagon injection. At the time of troubleshooting the cca noted that it was not the first time the product was being used, the patient was using the correct testing steps and the test strip completely drew in the blood sample. The test strips were stored correctly and had not expired. After walking the patient through performing a re-test, the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a hcp for an acute complication of hypoglycaemia.